Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed fluid delivery line valve o-ring. The serial number was unknown; therefore, the device history record could not be reviewed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that they were getting a low air leak message on the arctic sun device. Therapy was currently stopped. The system hours were 975 and pump hours were 940. Nurse disconnected and reconnected pads using proper technique and started therapy. The flow was 1.4lpm, inlet pressure was -2.7psi, circulation pump was 100 percentage. Nurse stopped therapy, disconnected pads, and started therapy in manual mode. The flow was 1.9lpm, inlet pressure was -7.3psi, circulation pump was 48 percentage. Mis asked nurse to inspect the fluid delivery line. Nurse noticed a chunk of one of the o-rings is missing. Nurse connected pads avoiding the damaged valve set. The flow was 3.1lpm, inlet pressure was -7.2psi. Nurse placed device back in automatic mode. Mis asked nurse to tape over, or notate the damaged valve set in some manner, and let biomed know it needs to be repaired.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they were getting a low air leak message on the arctic sun device. Therapy was currently stopped. The system hours were 975 and pump hours were 940. Nurse disconnected and reconnected pads using proper technique and started therapy. The flow was 1.4lpm, inlet pressure was -2.7psi, circulation pump was 100 percentage. Nurse stopped therapy, disconnected pads, and started therapy in manual mode. The flow was 1.9lpm, inlet pressure was -7.3psi, circulation pump was 48 percentage. Mis asked nurse to inspect the fluid delivery line. Nurse noticed a chunk of one of the o-rings is missing. Nurse connected pads avoiding the damaged valve set. The flow was 3.1lpm, inlet pressure was -7.2psi. Nurse placed device back in automatic mode. Mis asked nurse to tape over, or notate the damaged valve set in some manner, and let biomed know it needs to be repaired.